Manufacturer narrative:
The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Medicrea has not previously repaired/evaluated this meshgraft ii. Initial qa inspection of the meshgraft ii by medicrea revealed that the cutter, the roller, the side plates, the handle and the ratchet spare parts were worn and needed replacement. The device calibration was out of specification. Repair of the meshgraft ii was performed by medicrea which included replacement of the cutter, roller, side plate, handle, sliding pin, ratchet handle gear, and spring. The meshgraft ii was then tested and functioned properly. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the cutter, the roller, the side plates, the handle and the ratchet spare parts were worn and needed replacement and device calibration was out of specification. The root cause of the reported event cannot be specifically determined with the information provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The meshgraft ii functioned as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device "doesn't prepare the skin properly." No adverse events have been reported as a result of the malfunction.